Event description:
It was reported that the implantable cardiac monitor exhibited false episodes. The falsely triggered episodes have been occurring regularly due to both over and under sensing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).